Event description:
It was reported that during an unk procedure that, the stapler did not advance further. The surgery was completed well with the new product. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023 d4: batch # 659a75 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a gst60t reload not loaded on the device. The reload was received partially fired 1/16. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Device history review a manufacturing record evaluation was performed for the finished device batch number 659a75, and no non-conformances were identified.